Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient and family were struggling with the ilet pump, making non-physiologic (¿ghost¿) meal announcements and pausing the system, which affected perceived pump performance and prompted requests for urgent assistance and additional training. Symptoms included difficulty managing glucose through appropriate meal announcements without reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included scheduling and completion of additional training with plans for follow-up education. Investigation included customer support review of use patterns as described by the family and coordination with the clinical support team for targeted retraining on correct meal announcement and pump operation. Investigation of this case revealed user-related use error associated with meal announcement behavior and pausing of automated delivery, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated through additional training.